Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation for an ultra-sound guided breast biopsy procedure, the top slide of the device allegedly was able to prime intermittently but the bottom slide was allegedly unable to prime at all. No coaxial needle was intended to be used in the procedure and the procedure was completed with another device. There was no patient contact.

Event description:
It was reported that during preparation for an ultra-sound guided breast biopsy procedure, the top slide of the device allegedly was able to prime intermittently but the bottom slide was allegedly unable to prime at all. No coaxial needle was intended to be used in the procedure and the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device was received with the cannula in the initial position, and the stylet in the primed position. Therefore, the investigation is confirmed for self-activation. However, the investigation will remain inconclusive for the alleged priming issues as functional testing could not be completed. The bent bumper possibly contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry 5/2019.